Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the display was flickering on the centrifugal control unit. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory evaluation, the product surveillance technician (pst) was able to duplicate the reported complaint. The issue was isolated to the small graphics display subassembly. Device is a manufacturer owned centrifugal control unit (ccu). There were notes on the enclosure describing that the ccu had been modified for testing. Through correspondence with the department that owns the ccu, they do not believe the modifications they did or any testing performed was a contributor to the complaint effects. No additional action will be taken at this time.